Event description:
New information received notes that programming changes were made. The patient was stable following the intervention.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements and signal artifact/noise. The patient had no adverse consequences.